Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). During baxter's review of the event history for another report, it was discovered that failure code 810:04 occurred during programming/set-up and did not interrupt delivery.

Event description:
Baxter field service technician serviced a colleague infusion pump and discovered failure code 810:04 on channel b. There was no adverse event, patient injury or medical intervention associated with this report. During a review of the event history for another report it was discovered that failure code 810:04 occurred during an infusion which caused an interruption during delivery on channel b and c. This complaint will address the occurrence on channel c. There was no additional information available. The user interface module master software version is currently unknown for this device.